Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not indicated the clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the pendant cover was knocked off accidentally and fell off. The field service engineer found that the clips on the top cover of flexvision were not seated correctly. The fse removed the cover from the pendant and reseated it correctly. After replacement of the pendant cover, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the plastic cover on top of the flexvision monitor came off when the user accidentally knocked it. No harm has been reported to philips. A philips service engineer inspected the system onsite and found that the clips of the covers were not seated correctly. The cover was reseated after which the system was returned to use in good working order. Philips is further investigating the issue.